Manufacturer narrative:
Initial reporter address - pharmacy dept gate 3, kawana way. Initial reporter postal code - 4575. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The leak was further described as, ¿was leaking out of the top cap. It appears some has leaked out of the device¿. The leak was observed prior to removing the device from the overpouch before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to h4: the lot was manufactured from august 01, 2022 to august 02, 2022 (previously submitted as 08/01/2022). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by adding green color water to the bladder. During and after fill, no evidence of leak was observed at the area of the top cap or at other parts of the device. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.